Event description:
It was reported that refurbished pump system had worsening battery performance that required more frequent charging. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, so no additional corrective actions or outcomes were documented and no additional information was received regarding the outcome of the event.